Manufacturer narrative:
Reference: pinar birol ilter, md, september 10, 2024, two-year follow-up on surgical outcomes of vnotes high uterosacral ligament suspension for the prophylaxis and treatment of pelvic organ prolapse: a multicenter prospective cohort study, journal of minimally invasive gynecology. Vol 32, no 1, https://doi.org/10.1016/j.jmig.2024.09.007 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study including 55 cases of high uterosacral ligament suspension with vaginal-assisted natural orifice transluminal endoscopic surgery due to pelvic organ prolapse or for prophylaxis between january 1, 2021, and january 1, 2023 was completed. Ligasure or a competitor device was used, however, description of usage was not provided. One patient experienced an intraoperative complication of bladder injury requiring immediate repair and the patient was managed with a urinary foley catheter for 10 days.